Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 232 mg/dl, no bg meter comparison was taken at this time. The patient self-treated with insulin based on the cgm value and went to bed. At some point, the patient fell out of bed and the patient¿s wife found him unconscious. The patient¿s wife called 911. The patient could not recall what his cgm or bg meter value was during this time, however, the patient was alleging a cgm inaccuracy. Once emergency medical services (ems) arrived, the patient was treated with an unspecified IV and the patient recovered at home. The patient was not taken to the hospital. Approximately 4 hours after ems left, the patient¿s cgm was reading 400 mg/dl and the bg meter was reading 281 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.